Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. Additionally, instrument was found to have a bent grip and the tip was not aligned with the other grip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the medium-large clip applier instrument exhibited a clip application failure. The procedure was continued using a backup instrument with no reported injury. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument jaws remained static. The issue was not related to an unexpected motion. The instrument initially worked and was unable to clip during the last attempt. A hem-o-lok clip was used with the medium-large clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter.